Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci surgical procedure, while using the endowrist one vessel sealer instrument, allegedly, the instrument would not seal the patient's tissue. If the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci splenectomy procedure, it was observed that the endowrist one vessel sealer instrument would not seal. Intuitive surgical inc., (isi) has made several attempts to contact the site's robotic's coordinator who initially reported the complaint in order to obtain additional information regarding the reported event; however, to date no additional details have been obtained from the site.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the customer reported complaint of not sealing. The electrode gap test was performed and the electrode gap test failed. This is a follow-up MDR report with device evaluation results.